Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, an alert for right ventricular over-sensing was observed due to right ventricular lead noise. The recommended programming changes will be made at the patient's next follow-up. The patient is in stable condition.